Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had the stimulator implanted in 2010 and a few years later / 2yrs after in 2011 they had it removed because it had stopped working, it worked not quite as well as the first time but after a while they started having a lot of muscle spasm so they decided to remove the ins and tied the leads down to the vertebrae and removed part of the vertebrae. Patient stated they were a physical education teacher and coach and they were too active for the device to stay in one spot and the leads moved. Agent provided implant information on record.